Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized (date previously not reported). Six days prior to the receipt of this report, the antibiotics were discontinued. It was reported the outcome remains patient not recovered. On an unreported date, dianeal therapies were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patients date of birth was reported as an unreported date and month in 1965. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as patient had a poor environment and poor source of water; however, this is out of the control of the patient; therefore, the cause was reported as unknown. On an unreported date, the patient was hospitalized for the event. Six days after the event onset, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had not recovered. No additional information is available.